Manufacturer narrative:
D4: device serial number was not provided, and expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient needed a system controller exchange due to repeat backup battery fault alarms. The emergency backup battery was reseated and replaced which did not resolve alarms. The system controller was not exchanged as the patient did not show up to clinic.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm could not be confirmed, as no products were returned to abbott for evaluation and no log files were submitted for review. Provided information indicated that it was planned to exchange the controller due to the reported alarm; however, the patient did not show up to clinic. The date of the patient¿s next appointment is not yet known. The root cause of the reported event could not be conclusively determined. Review of the device history record for the heartmate 3 system controller, serial number: (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. It was noted that this controller was originally packaged with backup battery (B)(6). The heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. This section also states that it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. This section describes how to properly remove or install a backup battery within the controller. The heartmate 3 patient handbook covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.